Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 4 atm for several seconds. The device was simply removed without problem from the patient's body. No patient complications reported and no problem on the patient's condition after the procedure.